Event description:
I purchased a new vicks brand thermal no touch thermometer. The thermometer reads 98.8 and no other temp. My 5 year old had a fever of 103.8, had I not used a 2nd thermometer she would not have been treated for a high fever and this could have been very dangerous.